Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving fentanyl (1000 mcg/ml at 998.9 mcg/day) and hydromorphone (4 mg/ml at 3.9956 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that a pump motor stall was seen at initial interrogation. The patient had not recently had an MRI. The pump logs indicated that starting on (B)(6) 2016 the pump had multiple motor stall and motor stall recovery messages and stopped pump period may exceed tube set. The most recent log was a motor stall recovery message that occurred today ((B)(6) -2016). The patient had increased pain. Additional information was received on 09-jun-2016 and it was reported that the pump was changed today and the patient was doing well.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), product type: catheter. Analysis of the pump found ¿pump motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿pump motor gear train anomaly ¿ stall due to shaft/bearing¿. Analysis of the catheter found ¿catheter body ¿ damage to transition tube¿.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.